Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of uterine fibroid, endometrial polyp, menometrorrhagia, smoker (< 10 cigarettes per day), drug intolerance and parity 2 (born (B)(6) 2003 and (B)(6) 2006) ¿ vaginal deliveries for both). Previously administered products included: mirena. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced tendonitis ("tendinitis in both elbows"). In 2015 she experienced depression ("depression / depressive state"). In 2019 she experienced fatigue ("extreme fatigue (sensation of extreme heaviness, exhaustion)"), heavy menstrual bleeding ("heavy menstruation") and stress ("stress"). In (B)(6) 2023 she experienced pain in hip ("joint pain (ankles and hips)") and pain ankle ("joint pain (ankles and hips)"). In (B)(6) 2023 she experienced lacrimation increased ("watery eyes"). Essure was removed on (B)(6) 2024. On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), diarrhoea ("diarrhea"), a first episode of headache ("headaches"), intermenstrual bleeding ("chronic metrorrhagia with severe iron deficiency"), iron deficiency ("severe iron deficiency"), feeling cold ("sensation of cold in the lower abdomen, feet, hands, arms, and nose"), muscle contracture ("contractions similar to those during childbirth"), a second episode of headache ("headaches"), visual impairment ("visual disturbances"), dysgeusia ("blood in the mouth upon waking"), memory impairment ("forgetfullness"), hyperacusis ("hypersensitivity to certain noises and lights"), photosensitivity reaction ("hypersensitivity and light"), disturbance in attention ("difficulty in concentrating (in noisy environments and beyond 20 minutes on a task)"), social problem ("loss of social life"), hypertension ("hypertension"), coital bleeding ("rare sexual relations (due to bleeding and fatigue)") and dizziness ("dizziness") and was found to have serum ferritin decreased ("low ferritin levels"). The patient was treated with exacyl (tranexamic acid), mildac (hypericum perforatum) and doliprane (paracetamol) as well as surgery (total hysterectomy & bilateral salpingectomy). In (B)(6) 2023, the pain in hip had resolved. At the time of the report, the pain ankle had resolved. The outcomes for fatigue, heavy menstrual bleeding, stress, diarrhoea, intermenstrual bleeding, iron deficiency, feeling cold, muscle contracture, tendonitis, lacrimation increased, visual impairment, dysgeusia, depression, memory impairment, hyperacusis, photosensitivity reaction, disturbance in attention, social problem, hypertension, coital bleeding, serum ferritin decreased, dizziness and the last episode of headache were unknown. The reporter considered abdominal pain lower, pain in hip, pain ankle, coital bleeding, depression, diarrhoea, disturbance in attention, dizziness, dysgeusia, fatigue, feeling cold, the first episode of headache, the second episode of headache, heavy menstrual bleeding, hyperacusis, hypertension, intermenstrual bleeding, iron deficiency, lacrimation increased, memory impairment, muscle contracture, photosensitivity reaction, serum ferritin decreased, social problem, stress, tendonitis and visual impairment to be related to essure administration. The reporter commented: on sick leave since (B)(6) 2024. No alcohol consumption since (B)(6) 2023. Metal testing (screening for 49 metals, heavy metals, and rare earth elements) in hair requested from laboratory. Results expected by late (B)(6) 2024 (note: not present in the current source document). Patient¿s gp does not believe in the "essure theory" and attributes symptoms to the low ferritin levels and the depressive state. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2024: the right implant is located in the lower right paramedian pelvic region. The left implant is also located in the upper left paramedian pelvic region. Localization in the sagittal plane cannot be specified.; on (B)(6) 2024: no significant abnormalities in the soft tissues of the pelvis [allergy test] (date unknown): not available [computerised tomogram abdomen] on (B)(6) 2024: increased size of the uterus, measuring 12 cm in length and 8 cm in depth. No lateral uterine anomalies. Essure implants are visible adjacent to the uterine horns and at the initial part of the fallopian tubes bilaterally. No abnormal effusion. Globular uterus enlarged in size. Essure in place [full blood count] on (B)(6) 2023: normal results; on (B)(6) 2024: normal results [hysteroscopy] on (B)(6) 2014: fragments of mucous or fibroglandular polyps of the endometrium are markedly congested and sometimes slightly inflammatory. Hormonal impregnation of secretory type with irregular maturation and marked overall hormonal impregnation. Presence of cystic glands noted. Based on the provided material and the analyzed cutting levels, no evidence of atypical glandular hyperplasia or carcinomatous process was found [pathology test] on (B)(6) 2024: the first tube measures 6 cm; there is an implant at this level. The second tube measures 8 cm; there is an implant at this level. A necrotic polyp or myoma measuring 3 cm in length is identified. Numerous shredded myomas, the largest intact one measures 4.5 cm in length. Samples taken from the myomas and included in four blocks. The endometrium is thin. Microscopic examination: cervical mucosa: regular overall architecture without atypia or abnormal mitosis resting on a congested stroma. Endometrial mucosa: regular overall architecture with pseudostratified proliferative lining without suspicious features. Underlying myometrium: leiomyomatous formations consisting of a proliferation of spindle cells without atypia or abnormal mitosis organized in interlacing bundles. Fallopian tubes are patent and unremarkable. No histological signs of malignancy found in this specimen. Conclusion: total hysterectomy and bilateral salpingectomy by morcellation. Normal cervix. Endometrium in the proliferative phase. Leiomyomas. Tubes without particularities. [Smear cervix] on (B)(6) 2023: numerous metaplastic cells within a distinctly inflammatory smear with reactive modifications. Negative for intraepithelial or malignant lesion [ultrasound scan vagina] on (B)(6) 2023: cervix healthy; cervical smear done (see results below) ; vaginal examination: uterine mass; breasts: t0n0 ultrasound: anterior myoma 40 mm type 5, posterior 44 mm type 5, anterior 17 mm type 7, lower right lateral type 6 of 44 mm, essure not visualized. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-aug-2024: quality safety evaluation of product technical complaint. 22-aug-2024: health authority reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of uterine fibroid, endometrial polyp, menometrorrhagia, smoker (< 10 cigarettes per day), drug intolerance and parity 2 (born on (B)(6) 2003 and (B)(6) 2006) ¿ vaginal deliveries for both). Previously administered products included: mirena. On (B)(6) 2014, the patient had essure inserted. In 2014 she experienced tendonitis ("tendinitis in both elbows"). In 2015 she experienced depression ("depression"). In 2019 she experienced fatigue ("extreme fatigue (sensation of extreme heaviness, exhaustion)"), heavy menstrual bleeding ("heavy menstruation") and stress ("stress"). In (B)(6) 2023 she experienced pain in hip ("joint pain (ankles and hips)") and pain ankle ("joint pain (ankles and hips)"). In (B)(6) 2023 she experienced lacrimation increased ("watery eyes"). In (B)(6) 2023 she experienced a first episode of dizziness ("dizziness"). On unknown date she experienced abdominal pain lower (seriousness criterion intervention required), diarrhoea ("diarrhea"), a first episode of headache ("headaches"), intermenstrual bleeding ("chronic metrorrhagia with severe iron deficiency"), iron deficiency ("severe iron deficiency"), feeling cold ("sensation of cold in the lower abdomen, feet, hands, arms, and nose"), muscle contracture ("contractions similar to those during childbirth"), a second episode of headache ("headaches"), visual impairment ("visual disturbances"), dysgeusia ("blood in the mouth upon waking"), memory impairment (""forgetfulness""), hyperacusis ("hypersensitivity to certain noises and lights"), photosensitivity reaction ("hypersensitivity and light"), disturbance in attention ("difficulty in concentrating (in noisy environments and beyond 20 minutes on a task)"), social problem ("loss of social life"), hypertension ("hypertension"), coital bleeding ("rare sexual relations (due to bleeding and fatigue)") and a second episode of dizziness ("dizziness"). The patient was treated with exacyl (tranexamic acid), mildac (hypericum perforatum) and doliprane (paracetamol) as well as surgery (total hysterectomy & bilateral salpingectomy). In (B)(6) 2023, the pain in hip and pain ankle had resolved. Essure was removed on (B)(6) 2024. At the time of the report, the outcomes for fatigue, heavy menstrual bleeding, stress, diarrhoea, intermenstrual bleeding, iron deficiency, feeling cold, muscle contracture, tendonitis, lacrimation increased, visual impairment, dysgeusia, depression, memory impairment, hyperacusis, photosensitivity reaction, disturbance in attention, social problem, hypertension, coital bleeding, the last episode of headache and the last episode of dizziness were unknown. The reporter considered abdominal pain lower, pain in hip, pain ankle, coital bleeding, depression, diarrhoea, disturbance in attention, the first episode of dizziness, the second episode of dizziness, dysgeusia, fatigue, feeling cold, the first episode of headache, the second episode of headache, heavy menstrual bleeding, hyperacusis, hypertension, intermenstrual bleeding, iron deficiency, lacrimation increased, memory impairment, muscle contracture, photosensitivity reaction, social problem, stress, tendonitis and visual impairment to be related to essure administration. The reporter commented: on sick leave since (B)(6) 2024. No alcohol consumption since (B)(6) 2023. Metal testing (screening for 49 metals, heavy metals, and rare earth elements) in hair requested from (B)(6) laboratory. Results expected by late (B)(6) to early (B)(6) 2024 (note: not present in the current source document). Patient¿s gp does not believe in the "essure theory" and attributes symptoms to the low ferritin levels and the depressive state. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2024: the right implant is located in the lower right paramedian pelvic region. The left implant is also located in the upper left paramedian pelvic region. Localization in the sagittal plane cannot be specified.; on (B)(6) 2024: no significant abnormalities in the soft tissues of the pelvis [allergy to metals] (date unknown): not available [computerised tomogram abdomen] on (B)(6) 2024: increased size of the uterus, measuring 12 cm in length and 8 cm in depth. No lateral uterine anomalies. Essure implants are visible adjacent to the uterine horns and at the initial part of the fallopian tubes bilaterally. No abnormal effusion. Globular uterus enlarged in size. Essure in place [full blood count] on (B)(6) 2023: normal results; on (B)(6) 2024: normal results [hysteroscopy] on (B)(6) 2014: fragments of mucous or fibroglandular polyps of the endometrium are markedly congested and sometimes slightly inflammatory. Hormonal impregnation of secretory type with irregular maturation and marked overall hormonal impregnation. Presence of cystic glands noted. Based on the provided material and the analyzed cutting levels, no evidence of atypical glandular hyperplasia or carcinomatous process was found [pathology test] on (B)(6) 2024: the first tube measures 6 cm; there is an implant at this level. The second tube measures 8 cm; there is an implant at this level. A necrotic polyp or myoma measuring 3 cm in length is identified. Numerous shredded myomas, the largest intact one measures 4.5 cm in length. Samples taken from the myomas and included in four blocks. The endometrium is thin. Microscopic examination: cervical mucosa: regular overall architecture without atypia or abnormal mitosis resting on a congested stroma. Endometrial mucosa: regular overall architecture with pseudostratified proliferative lining without suspicious features. Underlying myometrium: leiomyomatous formations consisting of a proliferation of spindle cells without atypia or abnormal mitosis organized in interlacing bundles. Fallopian tubes are patent and unremarkable. No histological signs of malignancy found in this specimen. Conclusion: total hysterectomy and bilateral salpingectomy by morcellation. Normal cervix. Endometrium in the proliferative phase. Leiomyomas. Tubes without particularities. [Smear cervix] on (B)(6) 2023: numerous metaplastic cells within a distinctly inflammatory smear with reactive modifications. Negative for intraepithelial or malignant lesion [ultrasound scan vagina] on (B)(6) 2023: cervix healthy; cervical smear done (see results below) ; vaginal examination: uterine mass; breasts: t0n0 ultrasound: anterior myoma 40 mm type 5, posterior 44 mm type 5, anterior 17 mm type 7, lower right lateral type 6 of 44 mm, essure not visualized. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.